Event description:
It was reported that the pump shut off unexpectedly. Customer declined to troubleshoot or allow follow up for the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.